Event description:
It was reported that the patient experienced a seizure several days ago, likely last week, but was unable to monitor it. The patient has not been fully programmed yet, having only completed their first programming session, during which the doctor indicated they would need to return frequently for adjustments. After speaking with a representative, the patient expressed interest in whether they could be programmed remotely, without continuous trips to the doctor. They inquired about programming. The issue was not resolved through troubleshooting, and the caller was redirected to their healthcare provider for further assistance. The patient mentioned an upcoming appointment at the mayo clinic in a couple of weeks and requested that the representative contact them. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient had an appointment scheduled for march 24th for further programming. The outcome was going to be determined at the visit but the issue was noted to be resolved. Additional information was received from the patient who called back requesting more information regarding programming options to better address their symptoms. Additional information was provided by the manufacturer representative: there were no complications during the implant procedure that could have contributed to the seizure and it is unknown whether the seizure occurred immediately after implant surgery or a programming session. The cause of therapy issues worsening was not determined; the advised action was to follow up with the healthcare provider. The resolution of the therapy issues is also unknown, and the patient is no longer part of the mayo program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.